Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: romania. The client claims there are multiple situations when the needle has been detached from the thread in new unopened packing or the thread has spread into several filaments. Also they claim that the needle for this thread it is bending easily.

Manufacturer narrative:
Samples received: 1 unopened racepack. Analysis and results: there are no previous complaints of this code batch. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in our stock. We have received one closed sample. We have tested the needle attachment of the sample received and the result fulfils the requirements of the european pharmacopoeia (ep): xi= 0.25 kgf (ep requirements: 0.17 kgf in average and 0.08 kgf in minimum). We have also tested the knot pull tensile strength of the sample received and the results fulfil the requirements of the european pharmacopoeia (ep): xi= 0.42 kgf (ep requirements: 0.15 kgf in average and 0.06 kgf in minimum). No splitting has been found on the closed sample received. A minimum of five samples would be preferred because is the minimum number of units that requires the pharmacopoeia. Remarks: "when working with optilene® suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders". Furthermore, one needle of the sample received has been tested for bending strength and the result is into the current range for these needles: 0.83 nxcm(current minimum bending strength for these needles: > 0.78 nxcm). Remarks: care should be taken to avoid damaging the needle when using the suture material. Always grasp the needle in a section 1/3 to 1/2 of the distance from the fiber attachment end to the needle point, never at the end where the fiber is attached or the needle point. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: although the results of the sample received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.